Event description:
Further information from the physician indicates that the increased depression is possibly related to the vns, but the patient is not at her highest settings (currently at 1.5 ma since (B)(6) 2011 and has been at 2 ma in the past) and had a baby in (B)(6) 2011. The increased depression is above pre-vns baseline levels. The pain is not believed to be related to vns, but the physician thinks it was related to a malfunctioning programming wand (addressed in medwatch #1644487-2011-02659). However, the programming wand should not cause the patient any pain. The physician now has a new wand and the patient is not having any pain. No causal or contributory programming or medication changes preceded the onset of the events. The patient currently has no throat pain or spasms. Patient's vns settings were increased to 1.75 ma.

Event description:
It was reported that the patient feels the vns is not working as well as before as she feels more depressed. Per physician, this is a complicated clinical case because the patient just had a baby a month ago, and could be stressed because of that. Additionally, the physician said that when trying to interrogate the generator, the patient felt a tightening sensation in the throat which was uncomfortable for the patient.